Event description:
The customer states that axsym bhcg results on a 37 yr old female pt have been elevated since 1999. In 2000 a sample which yielded a neat result of 604 miu/ml was retested: 1:10 auto diluted yielding a result of <40 miu/ml and 1:2 manually diluted yielding results of 0.0 and 0.12 miu/ml. The pt was given 3-4 doses of methotrexate for presumed trophoblastic disease.